Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received multiple pump errors and a failed battery alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that he was able to clear the alarm as well as able to complete the insulin pump rewind. The customer was assisted in performing self test and the pump error recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 28 and pump error 53 found in the device history due to software error. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.